Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that in oncology, a physician prepares to use a peripherally cannulated central venous catheter to administer chemotherapy to a patient for a tumor. The physician checks that the peripherally cannulated central venous catheter's outer packaging is intact and that it is within its expiration date. After opening the packaging of the peripherally cannulated central venous catheter, the doctor inserts the peripherally cannulated central venous catheter into the superior vena cava via the median vein of the patient's elbow, fixes the peripherally cannulated central venous catheter, and connects the fluid to the central venous catheter, and finds that the heparin cap of the peripherally cannulated central venous catheter has a split, leaking the drug solution. The doctor immediately replaced the heparin cap with a new one. No other information was provided.